Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If additional information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that, during a post operative follow up one day post implant, this right ventricular (rv) lead exhibited loss of capture. It was reported that x-ray imaging did not show clear signs of dislodgement, so microdislodgement was suspected by the health care professional (hcp) as the cause of the loss of capture. Subsequently, this patient underwent a revision procedure to reposition the lead. No additional adverse patient effects were reported. This rv lead remains implanted and in service.